Manufacturer narrative:
(B)(4).

Event description:
It was reported device was not working as well as it should. It was noted pt was dismissed by hcp and was seeking a new provider. The low reservoir alarm date was (B)(6) 2010. Pt stated previous hcp thought there was a catheter problem. Pt was redirected to hcp. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.